Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there were booting problems. As a result, software was loaded. It was also noted that the stylus was defective. (B)(4).

Event description:
It was reported that the programmer had problems booting up and also a software update was reported. The programmer was returned for servicing. There was no patient involvement.